Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to the thin leaflets and enlarged atrium and ventricle. The mr is likely related to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) it was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to <1. On an unknown date, the patient presented with increased mr of 3-4 which was assumed to be due to progression of disease. On (B)(6) 2017, a second procedure was performed. It was noted that in the physicians opinion, it was suspected that the increased mr was due to the initial clip detaching from the anterior leaflet and remaining attached to the posterior leaflet (slda); however, this could not be confirmed. One clip was implanted, reducing the mr to <1. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.